Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the core wire and high torque sleeve (hts) were fractured. Magnified inspection of the fracture surfaces appear to be consistent with separation due to ductile bending overload. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The guidewire was measured with a calibrated ruler and met specification. The length of the separated distal segment is unknown as it was not returned for analysis. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a tibial angioplasty treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the groin. The moderately calcified non-tortuous lesion was located in the tibial artery. This journey guide wire and a 6fr non-bsc introducer sheath were selected; however, during the procedure the distal 2cm of the wire sheared off inside the patient. An attempt was made to snare the detached portion, but they were unable to pull the detached portion out. They finished the case with a new wire and angioplasty the tibial. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a tibial angioplasty treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the groin. The moderately calcified non-tortuous lesion was located in the tibial artery. This journey guide wire and a 6fr non-bsc introducer sheath were selected; however, during the procedure the distal 2cm of the wire sheared off inside the patient. An attempt was made to snare the detached portion, but they were unable to pull the detached portion out. They finished the case with a new wire and angioplasty the tibial. No patient complications were reported and the patient¿s status is fine.